Event description:
It was reported that the device could not be interrogated. It was stated that the device would be explanted if communication could not be established. Device remains implanted.

Manufacturer narrative:
No medwatch form was received.